Manufacturer narrative:
See MDR 1920664-2007-0400 for delivery device used with this lens.

Event description:
During delivery of the lens into the pt's eye, the delivery device broke, and the lens was damaged. The lens was removed and replaced.